Event description:
Tissue expander placed in left forehead on 1/7/97 leaking into pocket around expander. Expander removed. Small pinpoint perforation at distal anterior surface noted. Replaced with identical size.